Event description:
On (B)(6) 2012, during the insertion of the va screws to the plate by the hand, the surgeon inserted screw in the more proximal and second proximal holes of the shaft. The surgeon used the drill-sleeve and torque limiter to run the va screws through the two shaft holes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standards were manufactured according to specifications. A review of the device history record revealed that the manufacturing documents showed no deviations regarding material analysis, strength and structural stability. Investigation could not be completed and no conclusion could be drawn since the part was not returned.